Event description:
Pt was revised to address a stem that was seated too high.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the component was seated too high; re-implanted primary components and seated properly. The investigation could not verify or identify any prod contribution to the reported event with the info provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.